Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed with a "ventilator inoperative" message. There was no patient injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed with a "ventilator inoperative" message. The device was available for evaluation. A review of the ventilator logs indicated that there is evidence of a loss of ventilation (lov) while the ventilator was connected to the patient. Service personnel (sp) inspected the ventilator and confirmed the reported event in the logs but could not duplicate it. Unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.